Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported deflation difficulty was not confirmed. During returned device evaluation, the balloon was able to be inflated and deflated 3 times with specifications met. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x23 xience alpine stent was deployed at 18 atmospheres in the moderately tortuous right coronary artery. After stent deployment, the delivery system balloon did not fully deflate. A twenty cc syringe was used to pull negative pressure which helped to deflate the balloon some more, but it was still not fully deflated. The stent delivery system was successfully removed from the anatomy. There was no damage to the stent. Post dilatation was performed with a 3.5 nc trek per the physician's usual practice. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information.